Event description:
Ous MDR. It was reported to us that the lead was dislodged after a few days. The lead is not available for analysis. Event/implant/explant dates were not available.

Manufacturer narrative:
Ous MDR the device was not returned for an analysis. Thus, the analysis is based on the existing production documents. The mfg process of this device was reviewed. The mfg documents showed no anomalies that could be relevant to the complaint. All mfg steps were carried out correctly. In summary, there is no indication of a mfg error.